Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range pace impedance of less than 200 ohms. Boston scientific technical services (ts) advised a chest x-ray to assess the integrity of the rv lead. Subsequently, the patient underwent a lead revision procedure. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been submitted for return, however, has not yet been received. If the product is returned, analysis will be performed and this report would be updated at that time.